Manufacturer narrative:
Date of event: (B)(6) 2018. Date of this report: 11/21/2018. The service engineer (se) inspected the device and could not duplicate the reported issue.

Event description:
It was reported by the international customer that the ventilator fails to restart continuously. No patient involvement.. The event date was not specified; estimate used.